Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose levels of 48 mg/dl at the time of the incident. The customer was at 98 mg/dl after being treated for the low. The customer was given dextrose and food to treat. The customer experienced symptoms such as an insulin reaction and loss of consciousness. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed as the customer declined. The caller also mentioned blood at site sensor issues as well as sensor glucose versus blood glucose differences. The insulin pump will not be returned for analysis.